Manufacturer narrative:
The main component of the system. Other relevant device(s) are: esbf2814c103ej, sn (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 42 mm in diameter abdominal aortic aneurysm. It was reported that approximately 2 months post index procedure the patient presented emergently with occlusion in the left endurant ii stent graft contralateral limb that extended up to the aortic bifurcation. The physician elected to perform a thrombectomy and percutaneous transluminal angioplasty. The event was resolved. Per the physician the patient has arteriosclerosis obliterans that may have contributed to the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.